Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This report is 1 of 2 allegations of pain or discomfort that had similar event details. Related records: (B)(4).

Event description:
It was reported that pain or discomfort occurred. The wearable was inserted into the abdomen, which is an off label usage of the device, on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient called to report experiencing pain that begins at the waistline and extends to the right side of the back, around the buttocks. This report is 1 of 2 allegations of pain or discomfort that had similar event details. This discomfort started while using the dexcom g7 continuous glucose monitor. The patient was uncertain whether the pain was directly related to the dexcom g7 but mentioned having researched possible side effects and found that stomach pain was listed among them. On (B)(6) 2025, the patient¿s grandson took him to the emergency room due to the severity of the pain. The patient was prescribed ibuprofen and muscle relaxants. A scan was also performed, which the patient described as ¿like getting inside a donut¿ (likely a CT scan or MRI). He remained in the emergency room (ER) for approximately 2 to 3 hours before being discharged. Between (B)(6) 2025, the patient continued to experience severe pain. On (B)(6) 2025, he was taken back to the emergency room. During this second visit, the patient was given an injection for pain relief, and an x-ray was performed. He again stayed in the ER for approximately 2 to 3 hours before being discharged. At the time of the report, the patient continued to experience discomfort. He attempted to contact his doctor on (B)(6) 2025, for further guidance but was still waiting for a response. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.